Manufacturer narrative:
A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed. This investigation is ongoing.

Event description:
The user facility in china report the vitrectomy cutter efficiency was low. The aspiration did not stop when the cutter was at low efficiency. The cutter was replaced and surgery was completed with no impact on the patient.

Manufacturer narrative:
The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.